Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 03/23/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Device inspection was performed and the plunger component was observed in a fully advanced position. Cartridge was observed correctly engaged into lower body of the unit. Visual inspection at 10x microscope magnification was performed and the returned lens was observed with one haptic detached. The detached haptic piece was observed stuck at the cartridge tip section. Part of the haptic piece was observed out of the cartridge tip. Evidence of viscoelastic residue, ovd (ophthalmic viscosurgical device) was observed on the pcb00 unit and lens. The reported issue was verified on the return. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. A search on complaints revealed no additional complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Implant and explant dates: if explanted, give date: not applicable as the lens was not implanted. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported the during handling, the lens got stuck half way. Reportedly, the customer also stated that there was patient contact. No other information was provided.